Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products. Device available for eval?: yes. D10/d11: concomitant medical products. Returned to manufacturer on: 11/4/2020. H.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from an unknown lot. No., cat. No. 320136. A functionality test was carried out on the returned sample and no issues were observed. No DHR could be performed due to the unknown lot#. No issues were observed with the returned sample and photos therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was difficult to attach the pen needle to the pen. The patient reported as follows: I have difficulty attaching the pen needle to the pen. I have experienced this issue several times this year. I would like to ask bd to investigate this issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was difficult to attach the pen needle to the pen. The following information was provided by the initial reporter: the patient reported as follows: I have difficulty attaching the pen needle to the pen. I have experienced this issue several times this year. I would like to ask bd to investigate this issue.